Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads dislodged post implant. It was also reported the rv lead showed loss of capture and loss of lead slack. It was noted there was insufficient slack on the ra lead. The ra lead was given more slack. The physician noted the ties on the rv lead suture ties were loose and the lead was revised. No patient complications have been reported as a result of this event.